Event description:
Caller reported that t:slim x2 pump¿s battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but issue persisted. Technical support instructed caller to leave the wall adapter plugged in for at least 30 minutes, which did not resolve the problem. Ultimately, technical support decided to replace the pump, and customer opted to use a backup insulin pump to maintain insulin delivery. Customer was also interested in obtaining an out-of-warranty loaner pump.